Event description:
On (B)(6) 2023, rayner received notification from an irish healthcare facility of an event that occurred during implantation of a rayone iol (model unspecified). The event description provided states that the iol "cracked" during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was observed to be cracked immediately following implantation into the eye necessitating its removal. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. The healthcare professional reports a minimal amount of increased resistance during lens injection. The rayone IFU "use of rayone" section "fig 7" includes the statement ". If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The device has not been returned to rayner; however, photographs of the lens in situ have been provided for review. The damage to the lens appears consistent with damage caused as a result of the lens getting trapped in the injector; however, the mechanism by which this has occurred cannot be confirmed from the limited evidence and information available.